Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. Corrected data: d1, d4. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: product: gcs40g. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent; 8/13/2024 additional information was requested, and the following was obtained: what was the shape of the staples? Not fired was the retaining pin in the seated position prior firing? Yes was the transection performed in one or two firings? One how many firings did the contour fire completely? One did the first firing happen with no issue? Yes was the rectum transacted in two firings? No were there two separate transections? No were there any noises? No what were the indications for surgery? Cancer did the patient receive any preoperative chemotherapy or radiation? No when was the staple retaining cap removed? Yes what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Yes was the device difficult to close? No ¿ very easy to close was the device closed and repositioned multiple times prior to firing? No ¿ just one reposition was the device difficult to fire? No was the distal transection completed in one or multiple firings? One what is the scrub's experience with reloading the device? Don¿t know ¿ were there any difficulties loading the device? No what did they do to ensure that the cartridge was snapped in please prior to closing the device? What is the current status of the patient? Well, margins clear, patient discharged.

Manufacturer narrative:
(B)(4). Date sent 7/8/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the shape of the staples? Was the retaining pin in the seated position prior firing? Was the transection performed in one or two firings? How many firings did the contour fire completely? Did the first firing happen with no issue? Was the rectum transacted in two firings? Were there two separate transections? Were there any noises? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior resection the surgeon had to use the contour gun for division of convenience, the surgeon stapled and cut the bowel and after that a reload for the contour gun was required for the pelvis. The scrub nurse mounted the new reload and the surgeon put the gun into the pelvis, it was put around the bowel, closed and fired the stapler as per guidance. Unfortunately, the gun didn't deploy the staples and it just cut the bowel, leaving the anal canal open. As a result, the surgeon had to change the procedure from lap anterior resection to abdominal perineal excision of rectum (aper) resulting in a permanent colostomy. Increased length of procedure time with an overrun of the list. Procedure start time: 1338 procedure end time: 1812.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch #645c81. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. In addition, a tyvek was received along with the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, a sterile reload (b) was received fully loaded with staples, with the washer uncut and with the driver's and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload (b) and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 645c81, and no non-conformances were identified.